Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred; however, the pump did not enunciate an audible tone. The customer declined further troubleshooting with tandem technical support. No further information was provided. There was no reported adverse impact to customer's blood glucose.